Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, off no power, and unexpected restart error test. No compromised force sensor system alarm noted. Unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Low reservoir alarm function properly during test. Unit was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 151 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.